Event description:
Consumer alleges lippes loop inserted 1972. Removed 3 months later due to embedment. Underwent hysterectomy in 1977. Medical records forwarded by consumer 7/10/1989: unspecified iud removed under general anesthesia 6/21/1972. 26 year old, 3 children, hospitalized 8/29 - 7/4/1998. Seen in emergency room with chronic pelvic inflammatory disease. History of numerous visits for pelvic pain and apparent pelvic infection. Underwent abdominal hysterectomy and right salpingo-oophorectomy 8/30/1978. Left tube and ovary normal. Pathology report: secretory endometrium, uterus; moderate cervical dysplasia; follicular and luteal cysts, right ovary; chronic salpingitis, right. Follow-up received 10/30/1997; pt had left ovary fallopian tube removed 7/11/1997. Being treated with hormone medication and cream. (Report previously MFR. #89104345.) Follow-up received 5/26/1998: pt's middle initial and date of birth provided.